Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hospice physician stated that the patient has a magnet on the implantable cardioverter defibrillator (ICD) device but is having some skin breakdown and would like to get the tachy therapies on the ICD device programmed off permanently. Additionally, it was stated that this particular magnet is working much better but the previous magnet was finicky and there was an allegation that the device was actually discharging. It is unknown if magnet contact was maintained and whether or not the ICD shocked the patient or if the ICD was just toning periodically. The ICD remains in use. No further patient complications have been reported as a result of this event.